Event description:
Spouse called lfs to report that in 2002 patient's meter was showing neb which resulted in calling the paramedics. On the morning of the event, patient was sweating, feeling dizzy and did not look too good. Patient tried to test their bg and meter read neb. Spouse immediately called the paramedics. When the paramedics arrived, they tested patient's bg on their meter (brand unknown) and obtained a bg of 29mg/dl and 30mg/dl. Paramedics immediately treated patient with shots of glucose. Patient was admitted to the hospital. Patient was released 6 days later. Per spouse the diagnosis in the hospital was "low bg". Patient's medications did not change. Note: spouse mentioned that for the past month meter would diplay neb every so often. Spouse also mentioned that it would display neb, and when patient retested patient was able to obtain a bg reading. On the morning of the event, patient tried to test their bg, and kept obtaining neb on the meter when patient would get a nice drop of blood on the test strip. Ccr sent patient a new meter.